Event description:
It was reported that during the implant procedure, when attempting to fix this right ventricular (rv) lead into the interventricular septum, it was decided to position it to the wall. However, when attempting to reposition the lead, the helix mechanism became caught on tissue, and as a result it was stretched out, and a helix fracture was suspected. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the implant procedure, when attempting to fix this right ventricular (rv) lead into the interventricular septum, it was decided to position it to the wall. However, when attempting to reposition the lead, the helix mechanism became caught on tissue, and as a result it was stretched out, and a helix fracture was suspected. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix is stretched at the base and was completely broken. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid and tissue in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.